Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 120mg/dl. The caller stated that insulin pump alarmed during the manual prime process, and it was stuck on the prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.